Event description:
It was reported that during a lap gastric bypass procedure, the surgeon used the ace36p for 1.5 hours with no issues. At 1.5 hours, the right side hand activation buttons began working only intermittently. Staff re-torqued device and problem persisted. Surgeon switched to footpedal and completed case. No pt consequence.

Manufacturer narrative:
Eval summary: the analysis found that the ace36p device was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and intermittent activation was noted. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the mfg process.